Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net, far r oversensing leading to inappropriate ams episodes were observed. Programming changes were made. No symptoms were reported.